Event description:
On (B)(6) 2012, our medical consultant in (B)(6) was notified of a pt with an "eye infection." The pt was in treatment with ofloxacin and a mydriatic drop. On (B)(6) 2012, we were notified that the organism was acanthamoeba, verified by corneal scrape. The pt treatment changed to brolene eye drops and polyhexanide. Lot number and product are not available for eval. Spoke with the pt (B)(6) 2012. The pt stated the lenses were turned over to the hospital and does not know the disposition. The pt states he/she presented (B)(6) weeks ago with a dull ache os. The next day the pt experienced redness and foggy vision and went to the optician. The pt was referred immediately to the local eye hospital for treatment. The pt was treated with ofloxacin and a mydriatic drop. Initial diagnosis was (B)(6). A corneal scrape was done and the acanthamoeba infection was confirmed. The pt began treatment with brolene and phmb (polyhexanide) and reportedly is doing well. The pt states the hospital ophthalmologist was confounded by the lack of intense pain as the pt only reported a dull ache. The pt denies swimming in lenses or other water activities but did shower while wearing lenses. The pt states the prognosis is good. Medical records have been requested. Exact date of onset is unk. The pt reported today the onset was about (B)(6) weeks ago. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.